Event description:
Additional information noted the diagnosis was potential infection. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377730, lot# n0017929, implanted: (B)(6) 2005, product type: lead; product ID 3708160, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported the patient had irritation and redness in the area of the wound. Laboratory tests showed slightly increased crp-1. The patient was prescribed flucloxacillin for two weeks. The event was considered non-serious and unrelated to the device and related to the procedure. The event was noted as resolved.

Manufacturer narrative:
(B)(4).